Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a ventilator inoperative code was found in the ventilator's downloaded event log. The device's software was reloaded to address the issue. A service required code was found in the ventilator's downloaded event log. The device's internal battery was replaced to address the issue.